Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device ¿ 1 year, 4 months. Device evaluation: no pump related events were reported to the manufacturer for this patient throughout approximately 1 year, 4 months on vad support. The lvad was explanted on (B)(6) 2016 following recovery of the patient's native heart. However, during the evaluation of the returned explanted pump, damage to the driveline was identified. Breakdown of the metal shielding was identified from approximately 6 to 8 inches from the pump housing. Visual inspection identified a breach in the insulation at approximately 8 inches from the pump on the brown wire. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. If the exposed conductors of the brown wire had contacted the braided shield while the device was supported by the power module, an interruption in pump function could have occurred. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records for the pump revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient made a full recovery of cardiac function after implantation of the lvad. On (B)(6) 2016, the patient underwent an explant of the lvad and associated driveline. During investigation of the returned lvad, damage to the driveline was identified.